Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during treatment, the patient was not cooling as expected using the quattro catheter. The hospital staff also stated that they could not infuse medication or fluids through the catheter. No patient information was disclosed. A new quattro catheter was placed using a guidewire. No other issues were reported. No patient sequelae was reported. Additional information has been requested from the customer.